Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed whole without enlarging the incision. No pt injury. The injector model that was used was a msi-pr, the facility did not provide the injector lot number. The cartridge that was used is a mtc60c fp, the cartridge lot number 11936483